Event description:
The manufacturer received information alleging a ventilator failed to deliver flow. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An issue related to the active exhalation control module causing a leak was observed. The device's active exhalation control module was replaced to address the issue.